Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the cannula of the infusion set has been bent several times since (B)(6) 2010. The pt experienced elevated blood glucose of up to 240 mg/dl as a result. She bolused through the infusion device and injected insulin via pen to lower her blood glucose. Her normal blood glucose level is 110 mg/dl. No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The pt will return unused product for evaluation.